Event description:
A customer reported via webform they received a "replace sensor" message from the adc device. The customer indicated that due to this, they received unspecified third-party medical assistance. No additional information could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned applicator and cap, no issues were observed. Visually inspected sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. No abnormalities were observed with the sensors data. Therefore issue is not confirmed due to esa. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "replace sensor" message from the adc device. The customer indicated that due to this, they received unspecified third-party medical assistance. No additional information could be obtained. There was no report of death or permanent injury associated with this event.